Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device had a broken inner shaft. Metal ring was intact with inner shaft. Specimen pouch was not returned. From observation of specimen pouch metal ring attachment remnants, it was found that specimen pouch had separated completely and properly from metal ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when improper or excessive force is exerted on the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, during the removal of the specimen, device was broken in middle of its shaft but surgeon was unaware until removal, the sliver loop would not retract. He had to remove port to take the device out of patient in order to complete the case. There was no patient injury and no medical intervention was required.